Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, defective cable was confirmed, thus it was determined that defective image occurred due to cable failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of bad image was confirmed. The device evaluation found the bad image and the e224 scope communication error were due to faulty cable. Additionally, the focus ring was cracked, and the label on the rear cover was faded. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k camera head had a bad image. The issue was found during preparation for use in an unknown procedure. There were no reports of patient or user harm associated with this event.